Event description:
Info rec'd indicates the brake at the foot end of the stretcher is not holding.

Manufacturer narrative:
The technician found the rocker arm was broken on the brake linkage. The technician replaced the rocker arm to repair the stretcher.